Event description:
During a vaginal hysterectomy, the shim fell off the open forceps and into the pt. The shim was recovered with no pt harm. Another like device was used to complete the procedure. When the product was received, it was discovered that the rep had sent in additional devices from the same account which had the same issue, shim detachment. The hospital had been saving the devices for the rep. All parts were recovered, no pt harm, dates of these cases are not shown.

Manufacturer narrative:
The complaint is confirmed. The shim is detached from the jaw with the cord; the shim was returned with the device. The device has been cleaned and the cord was cut off by the customer. There is no residual adhesive seen on the face of the jaw or in the shim locating holes. Conclusion: bond failure between the shim and the jaw of the forceps.